Event description:
It was reported that the tip of the watchman access system (was) became damaged. A left atrial appendage (laa) closure procedure was being performed. A was and a watchman closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the distal tip of the was noted to be deformed. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system with no dilator. Inspection of the device revealed kinks in the sheath 8.5cm and 11cm distal of the strain relief. Microscopic examination revealed no damage or defect. Product analysis could not confirm the reported event as there was no damage or defect to the tip of the returned device.

Event description:
It was reported that the tip of the watchman access system (was) became damaged. A left atrial appendage (laa) closure procedure was being performed. A was and a watchman closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure the distal tip of the was noted to be deformed. There were no patient complications that were reported to have occurred.